Event description:
It was reported that during a colonic stenting treatment procedure deployment difficulties were encountered. The target stricture was in the splenic flexure. A wallflex enteral colonic 30/25 x 9 230cm stent had been advanced to treat the target stricture. The physician began to deploy the stent and then re-constrained the stent for unspecified reasons. The physician was then unable to redeploy the stent. The procedure was able to be completed with a different device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device had not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be sent.